Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the emergency room. Interrogation of the implantable cardioverter defibrillator (ICD) indicated oversensing of electromagnetic interference. The patient indicated working with electrical cables earlier in the day. The device remains in use. No patient complications have been reported as a result of this event.